Manufacturer narrative:
Unit passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose level was 280 mg/dl at the time of the incident. Customer stated that she went to bolus and the insulin pump stopped and alarmed motor error. Customer stated the drive support cap appears normal. Customer was able to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.